Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple occlusion alarms. The customer's blood glucose (bg) level was 197 mg/dl. Tandem technical support had the customer perform a system check and the cause of the occlusion could not be determined. The customer was to change the infusion set and cartridge. A correction bolus was to be delivered after the pump supply change.